Event description:
It was reported that this pacemaker system exhibited a red call doctor alert due to low out of range pacing impedance measurements on the right atrial (ra) lead. As a result, a lead safety switch (lss) occurred. Technical services (ts) reviewed the data and determined that there were increases and decreases of the pacing impedance measurements that were abnormal. The increase in the pacing impedance measurements had been within range. Patient had history of twiddlers syndrome; therefore, an x-ray was performed, and it was noted that the lead showed twiddling. However, further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.